Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to low blood glucose level at unknown date and time. Customer was passed out. Customer's current blood glucose value was unknown. The customer was treated with glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Additional information about date of hospitalization has been received which was not included with the initial report. The information has been provided with this report. The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported by the customer via phone call that the he was hospitalized due to low blood glucose level on (B)(6) 2020.